Event description:
It was reported that integrity testing performed in 2004 showed that the implant had 3 hi channels and a short circuit between channels 11 and 12. It appeared that the active electrode array was possibly damaged. The clinic made the decision to revise the pt on august, 2005.